Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with motor error and no delivery alarms during priming. The customer's blood glucose level at the time of incident was 140mg/dl. Troubleshoot was conducted. The customer was advised that changing the reservoir resolved the issue. The customer was advised of possible occlusion. The customer was advised that replacement reservoirs would be sent out.